Manufacturer narrative:
The complaint tubing was received here at mitek; however, although the tubing has gone through decontamination, it is full of fluid: fluid that has been in the patient's body. Due to the atmosphere of the tubing and safety concerns, the device was not removed from it's sealed packaging, and so, we are not able to physically test it for anomalies, not able to verify complaint mode or determine integrity of the device. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. This report is being filed to capture the reported event. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported there was a pin hole in the customer's fms irrigation tubing during a knee procedure. The sales rep stated the hole was under the pressure chamber and the tubing was changed. The tubing leak, for whatever reason; caused the surgeon to be concerned about patient contamination, so he administered antibiotics to the patient as a preventative measure. Follow-up phone conversation with the mitek rep brought no clarity to the issue. The rep and this author do not understand how the tubing leak, which was outside of the body, would be a cause for concern. Affrigault (B)(4) 2011 10:16:47.